Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported that four months after the dental implant was placed in ada site 12 of the patient's mouth, no primary stability or osseointegration was noted. The implant was fully covered with type iii bone. A healing abutment was placed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed in ada site 12 of the patient's mouth, no primary stability or osseointegration was noted. The implant was fully covered with type iii bone. A healing abutment was placed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.